Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. No injury or medical intervention was reported.